Manufacturer narrative:
(B)(4). Medical opinion received: if the surgeon feels uncomfortable about the seal created by the harmonic he may elect to place a stitch to support this concern. It is not the fault of the device but his surgical judgement. The only easy way to do this is by making a cervical incision and placing the stitch from outside the esophagus. Although this was not planned it is a routine method and virtually the only way to easily place that stitch.

Event description:
It was reported that during a zinker¿s diverticulum procedure; when the device was used to transect the zinker¿s diverticulum it went through the tissue quickly (three beeps minimum) and then changed to a higher pitch. When the higher pitch was heard, the surgeon stopped activation. The doctor felt the transection occurred quicker than normal and noticed no char on the edges of the tissue. The doctor felt that the device or generator might not be operating at optimal power. The surgeon opened the patient to throw a suture on the edges of the tissue where he felt they were not sealed. The device will not be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information received: what is the surgeon¿s typical steps to use the device? (Such as waiting to hear tone 2, etc.). The surgeon has use legacy harmonic for this procedure before. He activates the power level 3 button and wait for tissue to fall away from the jaws of the device. What power setting was the generator on? Settings were 3 and 5. Was the power level of the generator changed? No. How long has the surgeon been using the har devices? First time to use har. Was the surgeon in-serviced on the har devices and how the harmonic system works? No to my knowledge. What is the patient¿s current condition? Doing fine as last report from the surgeon. Was the procedure performed by a transcervical or an endoscopic approach? Based on what I was told, the case started as an endoscopic approach and ended up as a transcervical. Was the device used to complete the myotomy or resect the zenker¿s d? The device was used to resect the zenker's d. Was the convert to open unplanned? Based on information given to me by the surgeon and staff, the case was not planned as an open procedure.